Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer noted that the fenestrated bipolar forceps instrument had a cable problem. The procedure was completed with the same fenestrated bipolar forceps instrument with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument had a cable problem, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have conductor wire insulation damage. Failure analysis found the primary failure of the conductor wire insulation damage to be related to the customer reported complaint. The conductor wire insulation was damaged at the grip crimp location and exposed the bare wire. The instrument grips were manually manipulated and passed the electrical continuity test on all attempts. There were no signs of thermal damage. The root cause of the broken conductor wire insulation is attributed to a component failure. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the fenestrated bipolar forceps instrument distal end; however, the quality of the image is poor and no conclusive determination can be made based on this analysis. The probable root cause of damaged conductor wire insulation is associated to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable malfunction due to the following conclusion: a bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.